Event description:
It was reported that during treatment of a chronic total occlusion in the left circumflex at a bifurcation with the obtuse marginal, the 014 hi-torque standard guide wire was inserted into the obtuse marginal. A second guidewire was placed in the circumflex. A non-abbott dilatation catheter had difficulty advancing over the standard guide wire. The dilatation catheter and the guide wire were removed as a unit. There was no resistance felt upon removal of the guide wire. It was observed that the guide wire coil was separated, preventing passage of the dilatation catheter. Reportedly, the core and shaping ribbon under the coil are intact. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned standard guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. Additionally, corrosion was noted on the guide wire tipball and proximal solder during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. The guide wire tip was not separated as reported. The balloon catheter used during the procedure was not returned. Analysis noted clear droplets on the coils, 8 cm distal to the proximal solder joint for a length of 2.4 cm. The clear droplets could not be removed. Chemical lab analysis indicated that the droplets resemble the guide wire hydrocoat primer. Analysis confirmed the reported difficulty as an attempt was made to backload the guide wire through a new balloon catheter. There was strong resistance at the clear droplets on the guide wire coils. The catheter was not able to advance further. The outer diameter of the core was measured with a laser micrometer and met manufacturing criteria. The maximum outer diameter at the clear droplets was measured with a laser micrometer and found to be out of specification. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot.

Event description:
Subsequent to the initial report, information was received stating the dilatation catheter and guide wire were removed separately. There was no resistance upon removal of the dilatation catheter or the guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5x15 invatek. Guide wire: 014 ht standard, 2cm, 190cm j. Guide cath: launcher 6f 4.0 ebu 0 medtronic. Other: introducer 6f / 23 cm - cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.